Event description:
Report received of an independent rate change on the pump when a cell phone was in use near the pump. The pt was receiving nitroglycerine via the pump at 3ml/hour. Prior to the reported event, the pump was infusing without difficulty for 24 hours. According to the report received, a cell phone was in use by the patient's relative who was standing next to the pt's bed. The exact proximity of the cell phone to the pump was unknown. The type of cell phone in use was also not known. The nurse was at the bedside changing the IV bag at the time. When the nurse started the pump, the rate had changed to 200ml/hour. The pt's blood pressure was reported to have dropped, but the systolic pressure remained above 100mmhg. It was not known how long the pump was infusing at 200ml/hour before it was stopped. The nurse replaced the pump and made the pt's relative stop using the cell phone. Aside from resuming the medication as the correct rate, no other medical intervention was required. There was no reported adverse effect to the pt. The patient's blood pressure was reported to come back up to 130-140mmhg systolic, once the pump was replaced. The facility has no policy on cell phone usage inside the hospital. Though requested, there was no further information available.